Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 3/5/2014, electrode belt 2/3/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient was treated by the lifevest. At 10:34:11 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was obscured by CPR and motion artifact. From 10:34:52 am to 10:44:12, the patient received six inappropriate treatments. The patient's rhythm at the time of all six treatments and post-shock was obscured by CPR and motion artifact. The CPR and motion artifact contributed to the false detection. The patient was then in asystole with CPR and motion artifact. The rhythm then transitioned to an idioventricular rhythm at 30 bpm from approximately 10:44:12 until the device shutdown at 10:56:47. The patient's equipment was returned and was found to be fully functional.